Manufacturer narrative:
9/15/1998-supplemental report sent to FDA. The device was returned with the cam out of the slot preventing staples from advancing. This condition could not be duplicated at our facility therefore the exact cause of the difficulty could not be reliably determined.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.